Event description:
Customer reported the alarm has power but will not sound when weight is removed from the sensor. Customer could not provide a date when the issue was found. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned product did not confirm the reported issue; the unit did not power when using new batteries. However, unit powers up when using an external power supply. The factory voice message began to play and sounds scratchy then, the alarm powered off on its own. The battery spring tab is compressed and there is a chip near the battery door. (B)(4).